Event description:
This lead was explanted and replaced on (B)(6) 2012 due to migration and perforation of the heart. It was retained by the hospital. Should additional information become available, this file will be updated.